Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of inflation issues and fluid loss could not be confirmed.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A magnetic resonance imaging (MRI) scan was performed which indicated that the reservoir was empty. A replacement surgery was performed five months later. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A magnetic resonance imaging (MRI) scan was performed that indicated that the reservoir was empty. A replacement surgery was recommended; however, it had not been performed. There were no patient complications reported.